Manufacturer narrative:
Result: fowler clutch.

Event description:
It was reported by service report that the fowler was drifting down with weight. Customer reported that there was pt involvement. However no adverse consequences were reported by customer.